Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The ruptured working electrode is mechanical damaged which indicates application of excessive force before the break. The event is filed under internal karl storz complaint ID ((B)(6)).

Event description:
Surgeon carried on resecting prostate tissue and electrode was performing, although at times it seemed that it was catching on the edge of the sheath. At one point surgeon removed working element to clean electrode that had tissue stuck to it. At this point it was noted that loop had become detached and was now inside patients bladder. Loop was retrieved and no issues or complications arose from incident. It should be noted surgeon was rushing a bit, but no obvious reason could be seen for electrode failure, and no adjustments or force was applied to electrode from surgeon. No harm to the patient, surgeon or third party occurred.